Event description:
Follow up from the lead replacement revealed the patient is receiving effective stimulation therapy. It was reported a cerebrospinal fluid leak was observed during the lead replacement procedure. The leak was repaired during the procedure and the patient did not report any symptoms.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12266.

Manufacturer narrative:
Device 1 of 2 verbiage was inadvertently omitted. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12266. It was reported the patient's system was auto-reducing. Diagnostic testing revealed several high impedances. Reprogramming of the patient's scs system did not resolve the issue. The leads were explanted and replaced.

Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.